Event description:
It was reported that the customer was hospitalized for high blood glucose. The reported blood glucose reading was 250 mg/dl. Prior to the event, it was stated that the insulin pump was unable to prime, and the insulin pump was making a loud noise when attempting to rewind. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.